Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. According to the patient it was discovered that the cannula came out the infusion site. Symptoms reported include moderate to large ketones and dizziness. It is unknown how the patient was treated at the ER. The patient was still in the ER at the time of the report. The pod was not worn when seeking medical attention.